Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the end of the pivot pin had been dented, causing the retaining ring groove to be deformed. No signs of metal shavings or lacerations were observed. The device was repaired and returned to the account.

Event description:
It was reported that metal parts of the device were shaving during use. The procedure was successfully completed with an alternate device and there were no reports of adverse consequences associated with this event.